Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an initial surgery in 2016 the patient started to feel pain and the surgeon decided to remove the implant. The humeral head, cage screw and trunnion was removed easily. When the surgeon removed the glenoid it was found that a part of poly peg has broken off. No further information received.